Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing. There was some noise as well. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the patient had inappropriate shocks due to oversensing via wide intrinsic complexes. The sensing vector was set to the secondary vector. Technical services advised some programming options. The clinic has scheduled a visit with the patient. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to t-wave oversensing. There was some noise as well. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.